Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos ph surgery, the surgeon inserted the locking screw. But, the locking screw could not locked to the plate. A surgeon tried several times, but the result was same. Therefore, the surgeon changed the locking screw to another screw.

Manufacturer narrative:
This product is a concomitant product that did not contribute to the reported failure. Since the surgeon was able to lock a new screw into this reported plate, that shows that the latter did not contribute to the failure. This investigation is thus closed as a concomitant. If any further information is provided, the investigation report will be updated.

Event description:
During axsos ph surgery, the surgeon inserted the locking screw. But, the locking screw could not locked to the plate. A surgeon tried several times, but the result was same. Therefore, the surgeon changed the locking screw to another screw.